Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needed the stimulator moved to the abdomen due to issues with charging. The patient was unable to charge the device and had pain due to stimulator not charging. Surgery was performed on (B)(6) 2021. The stimulator was off after the revision and was going to be charged prior to the patient coming back. The issue was resolved without sequelae.